Event description:
This pt is a 41-yr-old female being admitted for correction of problems with silicone implants, which were placed in 1983. The left implant has ruptured, and she has got a right capsulitis with contracture of the right breast. She has otherwise been in good health. The implant inserted, was replaced in the submuscular position in 1983, through a transareolar incision. In 6/83, she had breast augmentation, and on 12/83, she had a revision, on 10/86, she had another revision. The last procedure was done in 1986, with the release of a contracture with implant replacement on the left side. Rupture of left mammary implant with capsulitis and capsular contracture of the right mammary implant.